Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: a review of the black box showed evidence that partially discharged batteries were installed. The battery cap was able to be fully tightened. The rewind, load, and prime steps were performed successfully. The current battery draws were found within specifications. A battery life issue was not duplicated during investigation. The pump case was removed to find no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, a visual inspection showed a battery compartment crack below the grip pad, and a crack in the cover between the display lens and the case seal. Additionally, a base crack was found between the case seal and the keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.